Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Supplemental report: the reported event is not confirmed. Additional information was not provided when solicited. The lot number was not provided. The device was not returned for analysis. The current status of the patient is unknown. A three year retrospective review of all nonconformances was performed for this product. There was no non conformances related to the reported event. The cause of the reported event could not be established. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 10nov2023 it was reported to anika that a clinic reported two anchors breaking in the patient of unreported age and demographics. There was no negative patient impact reported. There was a report of a "slowdown" in the time to complete the procedure. The length of the delay was not reported. It was reported that the anchor fragments was removed, but this is not confirmed. There was no report of any unusual appearance with the devices or packaging. Additional information was solicited. This case was also reported to the france health authority and assigned a reference number, (B)(4).

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 10nov2023 it was reported to anika that a clinic reported two anchors breaking in the patient of unreported age and demographics. There was no negative patient impact reported. There was a report of a "slowdown" in the time to complete the procedure. The length of the delay was not reported. It was reported that the anchor fragments was removed, but this is not confirmed. There was no report of any unusual appearance with the devices or packaging. Additional information was solicited. This case was also reported to the france health authority and assigned a reference number, (B)(4).

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Supplemental report: the reported event is not confirmed. Additional information was not provided when solicited. The lot number was not provided. The device was not returned for analysis. The current status of the patient is unknown. A three year retrospective review of all nonconformance's was performed for this product. There was no non conformances related to the reported event. The cause of the reported event could not be established. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information. Correction: d4: the lot number is unknown. UDI number is unknown.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2023 it was reported to anika that a clinic reported two anchors breaking in the patient of unreported age and demographics. There was no negative patient impact reported. There was a report of a "slowdown" in the time to complete the procedure. The length of the delay was not reported. It was reported that the anchor fragments was removed, but this is not confirmed. There was no report of any unusual appearance with the devices or packaging. Additional information was solicited. This case was also reported to the france health authority and assigned a reference number, (B)(4).